Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to display the air in line message, which was reproduced. The device was tested at 10ml/hr and did not detect air that was present in the IV set. The root cause of the undetected air-in-line was that the door hook shims were removed from under the door hooks while in the field. The lack of door shims allowed the air bubbles to bypass the ultrasonic sensor without detection. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, the device did not detect air in line when air was present in the IV set. There was no patient involvement.